Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Once powered up in ac mode, the device was unable to switch modes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.